Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold and loss of capture were noted on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed the lv lead was dislocated. The device was reprogrammed to deactivate the lv lead and the event was resolved. The patient was in stable condition with no adverse consequences reported.